Manufacturer narrative:
(B)(4). Date sent: 8/30/2023. D4 batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the titanium tip broke. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4), date sent: 9/21/2023, d4 batch #: x9666x. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the shaft bent. No blade tip off was observed. No functional testing could be performed, as the clamp arm did not open and close and due to the returned condition of the instrument. Our manufacturing process has been reviewed and there is no current evidence of this issue. The device was disassembled to verify the condition of the internal components and no anomalies were found. The damaged on the shaft is related to improper use of the device. It should be noted that as part of our quality process all  devices are manufactured, inspected, and released to approved specifications. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch x9666x, and no non-conformances related to the reported complaint condition were identified.